Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The atrial lead dislodged. The helix was bent during the revision procedure. This lead was explanted and a new atrial lead was inserted and placed in the right atrial appendage.